Manufacturer narrative:
Pump received with missing segments/partial display due to bleeding lcd glass. Pump passed displacement test, rewind test, basic occlusion test, prime/delivery test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No broken lcd noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was broken. Customer's blood glucose was unknown. Insulin pump would need to be replaced.